Manufacturer narrative:
(B)(4).

Event description:
The health care professional reported the patient had a shocking sensation over the implantable neurostimulator location. This was noted to be sudden. The patient noted that it occurred after the last programming session in jun 2015. The shocks occurred a few times; a few times a day to over a week between events. Therapy impedance measurements were taken. Results were 579 ohms. Therapy was good and the patient was programmed to 5ma and 2.9v. The battery longevity was okay- 88 months. There was no further information provided about this event. Further follow up is being conducted to obtain the cause, actions/ interventions and resolution of the event. If additional information is received, a follow up report will be sent.

Event description:
Additional information received from the health care professional (hcp) reported that they had an abdomen x-ray taken and it was normal. The symptoms were minimal. It was unclear if the symptoms were somatic. They were going to follow-up with the primary hcp to re-evaluate.